Event description:
It was reported that the patient with this right ventricular (rv) lead experienced an infection following implantation. The physician was aware of the event. At this time, the pacemaker and this rv lead remained in service. Additionally, the previously abandoned system remained in the patient's body. No further adverse effects to the patient have been reported.